Manufacturer narrative:
Additional information: date device received. Corrected information: access was gained via the right groin into the common femoral artery. Contrary to manufacturer instruction, the dilator was not in place during complaint device removal. Device available for evaluation = yes. Concomitant devices: exchange length glide wire and glide catheter, manufacturer not specified. PMA/510k: preamendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. (B)(4).

Event description:
It was reported, the hub of the flexor raabe guiding sheath separated during a left leg angiogram procedure of a (B)(6) female patient. Access was gain via a contralateral approach, and there was no difficulty upon insertion. The patient's anatomy was not reported to be tortuous or calcified. The separation occur during the removal of the device, and the physician successfully removed it. A "short sheath" was used to finish the case. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation. A review of the dimensional verification, complaint history, device history record, documentation, instructions for use (IFU), manufacturing instructions, and a visual inspection and functional evaluation of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed the reported separation. Additionally, the flare was slightly tilted. The flare was confirmed via measurement to be within the established specifications for the device. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed the lot was released meeting all finished goods release criteria. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, the root cause was traced to the user. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.